Manufacturer narrative:
The cause for the discordant advia centaur xp (B)(6) result is the (B)(6) mutant as indicated by the genotyping. All the confirmation and investigational testing has already been done by the customer. The pcr and genotyping testing determined that the sample is (B)(6) with mutations d144e and g145r detected. The (B)(6) ii assay IFU (10635153_en rev. E, 2015-01) states in the mutant (B)(6) detection that the (B)(6) ii assay was able to detect mutation g145r. "The mutations of diagnostic concern are those that occur in the sequence coding for "a" determinant (amino acids 124-147) within the major hydrophilic loop (amino acids 100-170) of the (B)(6) surface antigen ((B)(6)). All immunoassays for (B)(6) have antibodies that bind in this region and amino acid changes in this region can lead to false negative results when these changes occur at specific antibody binding sites." The instrument is performing within specifications. No further evaluation of the device is required. The information for use (IFU) for the (B)(6) assay (10629872_en rev. W, 2015-06) states in the limitations section: "for diagnostic purposes, the advia centaur (B)(6) test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings. It is recognized that the current methods for the detection of (B)(6) surface antigen may not detect all potentially infected individuals. A nonreactive test result does not exclude the possibility of exposure to or infection with (B)(6) virus. A nonreactive test result in individuals with prior exposure to (B)(6) may be due to antigen levels below the detection limit of this assay or lack of antigen reactivity to the antibodies in this assay." The information for use (IFU) for the (B)(6) ii assay (10635153_en rev. E, 2015-01) states in the results section: "caution it has been reported that certain assays will not detect all (B)(6) mutants. If acute or chronic (B)(6) infection is suspected and the (B)(6) result is nonreactive it is recommended that other (B)(6) serological markers be tested to confirm the (B)(6) nonreactivity."

Event description:
Negative advia centaur xp (B)(6) results were obtained for samples from the same patient. The results were considered discordant with the positive results obtained with the advia centaur xp hbsag ii assay. The customer switched to the (B)(6) ii assay in december 2015. The patient history showed negative results for (B)(6). The patient sample was tested with (B)(6) ii confirmatory assay and the result was confirmed. The customer sent out the patient sample for pcr and gentyping testing. The results were detected. Renal dialysis patient. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant (B)(6) result..